Event description:
Following deployment of the most proximal stent, it was identified that the tip of the catheter had detached. A snare was used to retrieve the tip and there was not effect to the pt.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The thumb slide was in the most distal position and not in the proximal and locked position as instructed per the IFU. The stent had been deployed. There was no problems when exercising the device during analysis. Based on the device analysis, the tip overmold and the position of the thumb slide, the tip overmold likely detached from the lumen due to interaction of the tip with the introducer. The definitive root cause for the interaction is not possible without angiographic images of the procedure. The physician did not retract the thumb slide and rotate the system lock to secure the thumb slide in the proximal position as instructed per the IFU. If the catheter tip is not secured to the outer sheath by retracting and locking the thumb slide, there is the potential for the tip to snag as the device is withdrawn from the introducer. The cause of the event was discussed with the physician. A CAPA for the tip detachment events was opened resulting in a device modification to decrease the rate of these types of events. (B)(4).